Manufacturer narrative:
The reported event occurred on multiple dates beginning (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the middle port. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four devices were received for evaluation. During visual inspection, solution was observed leaking inside the zip lock bag; however, no obvious defect could be easily identified to the device. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.